Event description:
The customer alleged an oil odor was present when the unit was in operation. The customer stated the odor was present only during a cycle run. Asp advised the customer to cancel the cycle. The customer stated the healthcare worker did not come into contact with the oil, but did detect the odor. The worker is allergic to oil odors. As a result, a skin rash developed. No medical attention was sought and the symptoms have cleared. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The field service engineer (fse) performed a pumpdown, ran the vacuum pump for 15 minutes, then activated lfps and observed for another 15 minutes. No oil mist (odor or visual-flashlight) was observed. The fse consulted the technician who witnessed the odor and confirmed the load also had the odor. The fse inspected the chamber and electrode, and inspected the shelf assemblies. The log book states the load contained: 5 plastic graduates, 1 doppler probe, 1 reg hysteroscope & lens #3, 1 olympus camera head with beam splitter #3. All were not available for inspection. The fse performed a successful empty chamber cycle. The unit met the manufacturer's specifications.